Event description:
The customer observed elevated trop I results on patient samples that generated negative results on another troponin assay. Falsely elevated trop results may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: the investigation determined that the vitros system was performing as expected. Quality control results were within acceptable limits. The root cause of this event is unknown.